Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The original reported event, blade mount mechanism lever missing, was duplicated. Through inspection, the technician found that the blade mount mechanism load/release lever was missing from the handpiece. A press fit failure can cause the blade mount load/release lever to fall completely off. The device was repaired and returned to the customer.

Event description:
It was reported that the blade mount mechanism lever was missing from the system 7 sag saw. This event occurred during testing by a manufacturer service technician, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences associated with the device.

Event description:
It was reported that the blade mount mechanism lever was missing from the system 7 sag saw. This event occurred during testing by a manufacturer service technician, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences associated with the device.